Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure when the hypoglossal nerve was exposed, a nerve signal could be detected by the nim system upon stimulation. However, after the nerve was fully exposed and its course was clearly visible, no nerve signal could be measured. The stimulation intensity was increased from 0.1-0.5. There was no known patient impact.

Manufacturer narrative:
H3: product analysis for product ID: nim4cpb1, serial/lot #: (B)(6) found there was no fault. H6: previously applied codes of fdm b17 and fdr c20 are no longer applicable for product ID: nim4cpb1, serial/lot #:(B)(6). Correction in h6: code of fdm b01 is applicable for both product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cm01, serial/lot #: (B)(6). Previously applied code of ime e2401 is no longer applicable and has been updated. Correction in additional code: previously applied additional code of imf f24 is no longer applicable and has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device had power pcb failure. H6: previously applied codes of fdm b01 and fdc d16 are no longer applicable. Additional code of img g02030 is no longer applicable. H6: code of fdc d20 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the patient interface was working fine without any issues.

Manufacturer narrative:
H3: product analysis for product ID: nim4cpb1, serial/lot #: (B)(6)/223629281 has been updated. There was no fault in the functionality but the top decal was damaged, the top and lower enclosure were damaged and the side fuse decal was illegible. H6: previously applied code of fdr c19 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.